Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
Dealer said he gets a right brake fault and can wiggle the wire and make it work. Also he says the right motor grinds in reverse. Needs right motor gearbox.